Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported while using the cool path catheter for an ablation procedure, saline was noted to be leaking from the handle of the catheter. The physician noticed the power had dropped to 5 watts so the cool path catheter was removed from the patient and examination of the tubing/handle revealed that the saline was leaking at the handle and no flow was seen from the tip holes. The catheter was replaced with a new one and the procedure continued with no consequences to the patient. Additional information was requested but is not available.